Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/17/2016 with the following findings: during investigation, the pump was powered on to a blank display. The pump was opened to find a failed display flex. A test display was installed and operated properly. Unrelated to the original complaint, the battery compartment was cracked along the side.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (blank screen) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.